Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. The unit's chronological log at the time of the event was reviewed and there were no equipment problems. In addition, no anomalies were found in device history record (DHR) of the involved device. Based upon the findings, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported incident. Specifically, the patient was elderly, the polyp was in a very thin walled area, and to remove the polyp in required more additional power as well as time. However, no determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy. The esu was used with a loop electrode. A description of the other accessories used in the procedure was not provided. The initial setting was endocut q effect 1. The unit was being used to perform a polypectomy in the cecum. However, upon activation there was no visible tissue effects, therefore, the endocut setting was changed to effect 3. Nevertheless, the polyp was not removed. Upon further activations, a perforation occurred. Therefore, surgery was performed to address the perforation and the patient remained in the hospital for several days.